Event description:
In (B)(6) 2014, the patient had the ifuse procedure on his left side where three ifuse implants were placed.. The patient reported radicular pain following the procedure. In (B)(6) 2014, a new surgeon determined that the most superior implant was impinging on the nerve root and causing the radicular pain. That same month, the surgeon performed a revision surgery where he removed the most superior implant. The patient is doing well following the revision surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the radicular pain is a malpositioned implant. The part numbers, lot numbers, manufacturing dates and expiration dates for the implants are not known.